Event description:
The dealer states the consumer foot propelled the chair outside to have a cigarette. The consumer allegedly fell asleep with the lit cigarette and caught himself on fire, resulting in his death.

Manufacturer narrative:
Pt was in hospice care. Propelled themselves outside in the mechanical gerri chair. User had reportedly had a cigarette fell asleep with lit cigarette and caught themselves on fire resulting in their death. No malfunction apparent.